Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient did not perceive benefit from device use since implantation and became a non-user due to facial nerve irritation since 1999. The device was explanted on (B)(6) 2025, due to a middle ear infection and there are no plans to re-implant the patient with a new device as of the date of this report.